Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed superficial driveline damage. A specific cause for these findings could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 2¿ from the nipple housing. Approximately 25¿ of the distal portion of the driveline was returned with the device. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the inlet port. The outflow graft elbow was returned attached to the pump¿s outlet port. The outflow graft was returned detached from the outflow graft elbow. The outflow graft bend relief and the bend relief collar were not returned with the device. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. There was no evidence of fluid ingress into the surrounding space. Rescue tape was observed on the driveline approximately 12-13¿ from the controller connector. The rescue tape was removed and damage to the driveline outer jacket was observed approximately 12¿ from the controller connector. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The bionate cover and metal braided shield layers were carefully removed to further examine the underlying wires. All driveline wires appeared unremarkable during microscopic inspection. The driveline was then submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The returned pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. The pump was cleaned and reassembled. The device was connected to a mock circulatory loop, and the retrieved data showed normal pump power consumption and pressure measurements that were within the manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6), and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the hm ii patient handbook, rev. D, are currently available. The IFU discusses damage due to wear and fatigue of the driveline. The IFU also contains information on caring for the driveline and provides possible indications of driveline damage as well as how to respond to such events. The patient handbook also contains information on caring for the driveline; however, all hm ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. Additionally, the handbook outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter phone number, address postal office or zip code: (B)(6).

Event description:
It was reported that the driveline had a superficial cut on the outer jacket and there was discoloration on the potting inside the pump outlet housing.